Event description:
Pump battery was reported to deplete too quickly. Battery depletion did not lead to pump shutdown, so there was no adverse impact to the customer's blood glucose level. Customer decided to monitor the battery depletion rate for further occurrences and planned to report if the issue persisted.